Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Event description:
It was reported that the right ventricular lead exhibited noise and increased impedance. The lead was explanted and replaced.

Event description:
Additional information notes that the noise problem was due to clavicular crush. The lead was explanted and replaced.

Manufacturer narrative:
Final analysis found insulation abrasion at 20.2 cm to 21.0 cm from the connector pin. The outer coil was exposed, due to friction with another device. The insulation was damaged at 21.0 cm to 22.0 cm from the connector pin, due to clavicular crush. The outer coil was fractured and separated.